Event description:
It was reported that the customer had high blood glucose levels of 569 mg/dl. The customer reported a no delivery alarm from the insulin pump during prime. Troubleshooting was done. The customer was advised that the insulin pump was working as designed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.